Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that there was a crack on the venous luer adapter. There appeared to be no other abnormalities with the device. It was reported that the luer adapter was leaking. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during dialysis treatment, it was found that the catheter had a crack at the blue (venous) luer adapter. It was also stated that the luer adapter had a leak. It was also stated that prior to use, it was observed that the venous end of the luer adapter was ruptured. Flushing was done, and it was finished. The venous end of the arteriovenous shunt connection in the hemodialysis extracorporeal circuit was the other product being utilized with the device. There was no instrument used to loosen or tighten the device. The insertion site was treated with iodophor alcohol prior to product placement, and iodophor was also the cleaning agent used on the device. Alcohol-free iodophor was the cleaning agent utilized to clean the adapters. The cleaning agents were allowed to dry thoroughly prior to applying ointment to the area. Tego was not utilized. There was no excessive force used on the device. By hand was the method utilized to tighten the adapters. Aside from the reported issue, there were no other visible defects/damages found on the product at the time of the event. There was no intervention/treatment required as a result of the event. As a remed ial action, the catheter was repaired by replacing the luer adapter. The repair kit was used. The treatment proceeded and was completed after the remedial action was done. There was no blood loss, and blood transfusion was not required due to the event. The catheter has been in place for 2 months. There were no symptoms, complications, or other effects on the patient as a result of the event. There was no reported patient injury.